Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated data log corruption. Customer's blood glucose level was not impacted by the event. Reportedly, customer continued using their pump for insulin therapy but is having the device replaced.